Manufacturer narrative:
Device evaluation: one sample received (1) product, p/n (B)(4) l/n unknown; the returned sample was received in used conditions without its original packaging. The sample was visually inspected, and no discrepancies were found. Functional testing was performed with a syringe to inflate the cuff of the sample and was submerged under water in order to verify for leaks. Results: leaks was detected in the pilot balloon. Customer reported condition was confirmed. The most probable root causes are: wear of the rubber used in the fixture for the printing of the inflation line. · lack of detection by production personnel.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex cuffed blue line ultra suction aid tracheostomy tube, customer noticed air leaks from the cuff and replaced the tube. No adverse patient effects were reported.